Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a single false negative result with the binaxnow covid-19 ag self test performed on or before (B)(6) 2025 on a nasal sample. Additional testing was performed at a doctor's office on an unknown date via an unknown brand covid-19 test which generated a positive result. The consumer reported they were experiencing symptoms such as sore throat, fatigue, ear pain, and loss of voice. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a single false negative result with the binaxnow covid-19 ag self test performed on or before (B)(6) 2025 on a nasal sample. Additional testing was performed at a doctor's office on an unknown date via an unknown brand covid-19 test which generated a positive result. The consumer reported they were experiencing symptoms such as sore throat, fatigue, ear pain, and loss of voice. No additional patient information, including treatment and outcome, was provided.